Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8,h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout and whiteout, multiple black shadows in the image. A root cause could not be identified for all issues. Based on the investigation results, the 'light guide bundle dark' malfunction is caused by a component failure of the light guide (lg) bundle. The 'blackout and whiteout' malfunction is caused by a component failure of the universal cord. The 'multiple black shadows' in the image are due to a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a dark light guide bundle. The issue occurred during maintenance. There were no reports of patient involvement.